Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she is in her way to the hospital because she had high blood glucose. Customer stated that her insulin pump was alarming and her infusion set cannula was bent. Nothing further was reported.